Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿not biocompatible¿ with a potential root cause of "materials of construction are not biocompatible". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review.

Event description:
It was reported that the nurse had an allergic reaction to the contents of the foley tray and had to go to the ER. Per additional information received from the complainant via email on (B)(6) 2019, the patient experienced a respiratory emergency (difficulty breathing and dropping oxygen stats) with generalized allergic reaction. The patient was reportedly given solumedrol and benadryl in the ER.